Event description:
The device was returned with no info. The manufacturer's device tracking system indicated the pt had expired. Additional info received reported that the pt died while he was on hospice care. The cause of death was reported as metastatic pancreatic cancer.

Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found - normal device function. Final device analysis of the catheter revealed a hole in the catheter 23.9 cm from the distal end. The hole was attributed to user error.